Event description:
Two amplatzer septal occluders (aso) measuring 10mm and 12mm were successfully implanted in the patient's fenestrated defect. The next day, however, the 12mm aso had embolized as confirmed by echocardiography. The patient was brought back to the cath lab where the 12mm aso was percutaneously retrieved with a gooseneck snare. A 30mm amplatzer cribriform occluder was used to occlude the remaining defects. (The 10mm aso remains implanted.)

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.